Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section d4: additional information. Section d7,10: correction. Section g1: correction. Section h3,4: additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number: (B)(6). The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, a thin, red thrombus formation was observed around the inlet bearing cup. This deposition was tissue-like, adhered to the cup, and appeared to have evidence of laminated layering. The deposition also maintained its structure upon removal from the cup. The deposition appeared to have formed around the inlet bearing cup over an undetermined period of time while (B)(6) was supporting the patient. Additionally, examination of the pump rotor revealed a red, tissue-like thrombus formation surrounding one of the rotor blades. This deposition was adhered to the blade and appeared to maintain most of its structure upon removal from the rotor. The origin of this deposition could not be conclusively determined through this evaluation. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's hemolysis. No additional developed depositions or thrombus formations were observed during the evaluation of (B)(6). Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy, inr range, indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange due to hemolysis. No further or additional information was provided.